Event description:
It was reported that the patient experienced diaphragmatic stimulation in all pacing configurations, due to left ventricular lead dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).